Event description:
It was reported that while connected to a patient the external pulse generator experienced a sudden loss of capture. The battery was replaced and the patient was still attached but again pacing stopped and when checked, the pacing unit was off. It was further reported that this generator had been returned approximately one year ago due to the same behavior and it was returned with no problem having been found. The generator has been returned for service. It was indicated that there was no negative impact to the patient.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that while connected to a patient the external pulse generator experienced a sudden loss of capture. The battery was replaced and the patient was still attached but again pacing stopped and when checked, the pacing unit was off. It was further reported that this generator had been returned approximately one year ago due to the same behavior and it was returned with no problem having been found. The generator has been returned for service. It was indicated that there was no negative impact to the patient.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the generator had loss of capture. The generator passed visual, electrical and mechanical inspection, with no anomalies found. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.